Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a bruise over the ipg site following a fall in (B)(6) 2019. The ipg appears to have moved from its original location and diagnostics "revelated" high and low impedances. Patient does not have stimulation. The patient has competitor leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction h6 - the method code should be 4114 instead of 4117.

Event description:
Follow up information received that the patient underwent surgical intervention in which the system was explanted and replaced.